Manufacturer narrative:
Steris is actively working with the customer to schedule time to install the 4k cards. The 4k card is scheduled to be installed in or5 today, (B)(6) 2025. The remaining 8 ors are pending available dates from the customer. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via vigilance report that their surgical display screen "turned black" during a patient procedure while using their harmony iq integration system resulting in a procedure delay. No report of injury.

Manufacturer narrative:
Steris has been in contact and actively working with (B)(6) regarding reported issues with their steris operating room equipment. It should be noted that this is the only customer reporting this issue to date with the steris system and not all ors at the facility equipped with the system have had issues. We will continue our investigation activities and troubleshooting to determine a root cause and resolve the reported issue. To further troubleshoot a resolution for the issue, steris will install 4k cards in the ors. The 4k cards allow for direct fiber connections to monitors which will reduce the components between the monitors and integration system. Following installation, the systems will be monitored to determine if the 4k cards reduce the issue. Steris is actively working with the customer to scheduled time to install the 4k cards. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The 4k card has been installed in or1 subject of this report. Steris has continued to monitor the performance of the devices with the customer since the installation of the 4k card. To date, there have been no recurrences of the reported issue with the 4k card installed. At this time, no further action will be taken as no additional issues have been reported. Steris will continue to monitor for similar events to ensure the product continues to perform as expected.